Event description:
It was reported that air in device and st segment elevation occurred. A left atrial appendage closure (laac) procedure was being performed. The patient had low heart function mainly due to cardiac sarcoidosis, was in heart failure, and had severe mitral regurgitation, thus a non-boston scientific mitral valve clip was placed before the laac. After placement of the non-bsc mitral valve clip, the laac procedure continued. A watchman fxd curve access system was advanced to the left atrial appendage and a 31mm watchman flx closure device and delivery system was inserted. The 31mm watchman flx closure device was deployed and release criteria were assessed. Leak assessment was determined by contrast prior to final release. Since the contrast findings were normal, the 31mm watchman flx closure device was released. However, a few minutes after release, the patient's blood pressure dropped from 90mmhg to 70mmhg and electrocardiogram showed st segment elevation. Noradrenaline was administered. During this time, the contrast image taken earlier to assess for leak was reviewed. The image findings identified air inside the delivery system just prior to the contrast injection. After contrast injection, the air was not visualized. The patient's vital signs improved back to within normal limits within minutes of noradrenaline administration. Coronary angiography was then performed on site to confirm no obvious residual stenosis in the coronary arteries. Upon waking from anesthesia, the physician spoke with the patient and found no obvious neurological findings. The patient was discharged home.